Event description:
It was reported that the asymptomatic presented for an unrelated procedure. Upon interrogation pre-procedure, the right ventricular lead was noted to exhibit high capture threshold. The lead was capped and replaced in the same procedure. The procedure was uneventful and the patient was stable post-procedure.